Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: on or about may 21, 2007, patient was implanted with a depuy pinnacle hip on her right side. Patient has large amounts of cobalt-chromium metal ions and particles in her blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. Patient was revised due to chronic pain and discomfort on (B)(6) 2011. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocating hip, metal ions levels not elevated (stem not being added to the complaint), noise, and malpositioned cup. A correct doi was provided. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/26/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The patient harm was updated and added the stem due to alleged elevated metal ions. Updated doi of the unknown liner and head and added law firm in the facility name.